Event description:
On (B)(6) 2022 a biomedical technician contacted fresenius technical support to request a replacement liberty select cycler due to a hospitalized patient passing away while connected to the cycler. No alarms or issues were reported during the day or night and the caller was unsure if the cycler was related to the patient death. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler and the patient death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation or evidence of a device malfunction or deficiency reported for this event. The biomed reported no alarms or issues were documented for the day or night prior to the death. It is unknown why the patient was hospitalized or if that was related to the cause of death. Long-term survival in pd remains poor with only 11% of pd patients living past 10 years. Cardiovascular disease accounts for most deaths and these patients have many traditional and nontraditional cardiovascular risk factors. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
On (B)(6) 2022 a biomedical technician contacted fresenius technical support to request a replacement liberty select cycler due to a hospitalized patient passing away while connected to the cycler. No alarms or issues were reported during the day or night and the caller was unsure if the cycler was related to the patient death. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022 a biomedical technician contacted fresenius technical support to request a replacement liberty select cycler due to a hospitalized patient passing away while connected to the cycler. No alarms or issues were reported during the day or night and the caller was unsure if the cycler was related to the patient death. Attempts to obtain additional information were unsuccessful.